Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the guide wire kinked during use was confirmed. One tray containing a guide wire / advancer assembly and several other components was returned. Microscopic examination determined that the guide wire has a slightly open j-tip and an offset coil located 2 cm from the j-tip. Both welds were found to be full and spherical. A manual tug test confirmed that both welds remain intact and the guide wire feels typical. The guide wire graphic specifies an outside diameter of .838/.877 mm and a length of 600 +/-4 mm. The guide wire length was measured at 603 mm. The outside diameter measured .860 mm, both measurements met specification. The instructions booklet provided with the kit, describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, ars syringe or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, the user was unable to advance the guide wire because its tip had deformed/bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.